Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery with tfna implants. During surgery, after inserting the first locking screw distally, the blood attached to the screwdriver was wiped with gauze, and a small metal fragment adhered to the gauze. The details of the procedure were as follows. Once the locking screw was inserted, the surgeon confirmed the insertion status by the image intensifier and tapped the screwdriver lightly with a hammer to connect it to the locking screw for further tightening of the locking screw. The surgeon commented that it was unlikely that a drill bit and the nail interfered because the surgeon drilled at the center of the screw hole of the nail precisely, although drilling was performed manually. In addition, the surgeon commented that the head of the locking screw had a debris like material on it. The surgeon confirmed that there were no metal fragments left in the patient¿s body by the image intensifier and x-ray. The surgery was completed successfully with no surgical delay. No further information is available. This report involves one stardrive screwdriver/t25 self retaining/319mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2022. H4, h6: part: 03.010.518, lot: 9642347, manufacturing site: werk hagendorf, release to warehouse date: 23 october 2015, expiration date: n/a, supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.